Event description:
It was reported that, "pt fell and fractured femur. Dr. Cabled it and put in new accolade stem."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.